Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope sn (B)(6) has sharp point on the tip. This scope is still under warranty until september 30, 2020. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation 07/13/20200. An investigation was conducted on 07/28/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The sharp tip was observed on the tip of endoscope. Based on the returned condition of the device and the result of the evaluation, the reported failure mode "break" was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 7mm extended length endoscope sn (B)(4) has sharp point on the tip. This scope is still under warranty until september 30, 2020. The hospital did not report any patient effects.